Event description:
The complainant reported an 80-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, purge fluid was leaking from the filter or pressure reservoir. The leak was small. There were no alarms for the purge flow rate or purge pressure. The pump was running until removal. The pump was removed due to hemodynamics being stable.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the purge leak has been completed. The product was returned for investigation. Data logs review was not required for this case. As per the clinical details, fluid was observed from the side arm without a reported purge-related alarm. Doctor could not find exact location of the purge leak. No physical damage was observed on the returned product. The pump and purge cassette were primed successfully, with purge pressure/flow values within the specified range. Further investigation revealed no leaking even after blocking the side arm exit for 20 minutes. The cause of the purge leak issue was most likely use related, based on returned product investigation. Corrections to the initial MFR report: g1 MDR reporting contact email.